Manufacturer narrative:
A visual inspection was performed as part of the material analysis. The report concluded. The neck to stem trunnion of the modular neck exhibited indications of micro-motion and corrosion indicating a mechanically assisted corrosion process taking place. The base alloy was found to be (B)(4). No material mfg defects were observed on the surface examined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specs. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgi and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, infected hip-removed rejuvenate stem, 34mm neck, 40 ceramic head 40mm liner, bone screw.